Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie lid could not be opened. A technical support specialist (tss) guided customer to force the lid open using a clip while clicking on retry button. Then the tss advised customer to monitor the cubie access and, if it happens again, to inform the pharmacy the cubie as faulty for replacement. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had device unable to issue medication. The drawer opened but cubie failed to open and was latched when clicked on retry button and customer confirmed that cubie was not overfilled. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.